Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. D4: batch # unk. Additional information was requested, and the following was obtained how was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Is a photo available of the product? Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. How many devices are suspected to be counterfeit? Lot? The complaint devices were not sold by jnj or the distributor. When the distributor employee saw the devices, he suspected this situation and took a quick photo of the product to inform the doctor if the product was counterfeit and to prevent him from using it. Currently there is no information on how the devices were purchased or how many of them are available. Investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box with a label with the product code ecr60b, lot # 686a60, exp. Date: 2027-03-05. The lot number was reviewed, and it belongs to an lt300 device. Also, the expiration date printed on the tyvek does not match the expiration date recorded on the quality tracking system 2027-02-28. Based on the photo reviewed, the counterfeit product is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the field sales manager of (B)(4), our dealer for ethicon business unit, observed the product during a visit, it may be a counterfeit product. The physician does not want to give a sample of the product and does not want to share the information about seller of this product. As jnj medtech turkiye we could not reach this lot in jde and cst databases. We plan to find out whether this product is a counterfeit product and if it is, inform the relevant physician not to use the product on a patient.